Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The patient presented with non stemi. The 80% stenosed de novo lesion was located in the proximal left anterior descending artery (lad). A 5f sheath previously inserted into the right femoral artery was upsized to a 7f sheath. A non-bsc (B)(4) catheter was utilized for left coronary angiography and removed. A 7f non-bsc guide catheter was placed and a pt2 guide wire was advanced across the lesion. The lesion was pre dilated with a 2.5x15 non bsc balloon and a non-bsc 2.5x18 stent was deployed at the target lesion. The guide wire was removed and advanced to the 1st diagonal artery. A 3.0 x 18 non bsc stent was successfully deployed. The pt2 guide wire was removed and damage was noted. Under angiography a small 6cm piece of the pt2 guide wire was noticed in the lad. The detached guide wire segment had formed a "ball like obstruction" in the proximal portion of the stent placed in the lad with timi iii flow. Attempts to remove the detached segment of the guide wire were unsuccessful and the detached segment remained in the patient. The procedure was complete. One day post procedure the patient experienced chest pain. Another catheterization was performed in an attempt to retrieve the detached segment of the guide wire without success. The procedure was ended and the detached guide wire segment remains inside the patient. 24 hours later a CABG of the lad was successfully completed. No further patient complications were reported and the patient's status is stable. It was further reported that as of (B)(6) 2011, the patient reported having intermittent chest pain on left side.